Event description:
It was reported that during a stent procedure, the delivery system was pressurized to 10atm during stent deployment. A waist was observed in two locations. The delivery system was repositioned and pressurized to 18atm, however, the waist did not resolve. Intra vascular ultra sound (ivus) was used to reveal the stent was oval in shape with two areas of waisting. Two additional stents were used inside the tetra stent to further deploy the waisted areas with a good result.